Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned a gastrointestinal videoscope to olympus. During the device evaluation, the following reportable malfunction was found: the locking screw on the supply connector was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During evaluation, the following additional (non-reportable) malfunctions were discovered: the red and blue paint around the suction cylinder was faded/missing, part of the insertion tube was caught and pinched, there was damage to the universal cord, there were switch issues, control body defects, a decrease in light output, leakage in the cord, water invasion, and chips/cracking of the camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.